Event description:
Monitored at/af (atrial tachycardia/atrial fibrillation) episode on (B)(6) 2022. Device appears to be undersensing on atrial lead. No p/r wave measurement available. Ra (right atrial) sensitivity is programmed 0.5mv. Ra 88% paced. Vp (ventricular pacing) ~100 paced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).